Event description:
Approximately, three and a half months post implantation the patient reported to clinic with complaints of "a very loud pump". The patient was found to have increased ldh and plasma free hemoglobin levels with pump parameters below normal operating ranges. The patient was started on persantine and had the pump speed increased. Two days later, the patient called the clinic to report hearing low flow alarms. The patient was admitted to the hospital and started on an integrillin drip. Following anticoagulation, the patient's ldh levels continued to rise. The patient was taken to surgery for a pump exchange. Investigation is ongoing.

Manufacturer narrative:
Additional information regarding the patients lab values and test results indicated that the patient had an echocardiogram on (B)(6) 2013 and an ldh of 707 on (B)(6) 2013. The patient's hvad pump was exchanged resolving the reported issue and the patient was reported to have tolerated the procedure well. The hvad pump was returned to heartware for evaluation; the device is related to the reported event. Review of the manufacturing documentation confirmed that the hvad pump met all requirements for release. Review of the controller log files confirms the reported event which revealed daily decreases in estimated flow, as well as low flow alarms during the weeks prior to the event that correspond to the patient's presumed circadian rhythm. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported inadequate flow event. Independent pathological analysis did not reveal any gross evidence of device complication or thrombus formation. While the cause of the reported event cannot be determined, additional patient, procedural, or pharmacological factors may have contributed to this event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.